Event description:
It was reported that the customer experienced high blood glucose levels the morning after she had changed the infusion set on her insulin pump. The blood glucose on the previous night was 13 mmol/dl, which the customer had treated for. The blood glucose reading on the morning of the call was 28 mmol/l. She treated with 11 units of insulin from the insulin pump. A no delivery alarm was noted from 2 months prior in the device history. Upon troubleshooting, the insulin pump passed the self test, displacement test and high pressure test. The customer stated that the reservoirs had been coming out of the transfer guard when the plunger was pulled back. She also observed air bubbles in the tubing. Advised the customer to monitor the blood glucose levels since it was unknown how much of the bolus was air versus insulin. Advised her to store insulin in a ventilated drawer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.